Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded by customer.

Event description:
It was reported that during a surgical procedure, it was noted that the cement hardened too quickly causing the delivery needle to get stuck in the patient. It was also reported that there was no adverse consequences as a result of this event. It was further reported that the event caused a 10 minute delay. It was also reported that the procedure was completed successfully.

Event description:
It was reported that during a surgical procedure, it was noted that the cement hardened too quickly causing the delivery needle to get stuck in the patient. It was also reported that there was no adverse consequences as a result of this event. It was further reported that the event caused a 10 minute delay. It was also reported that the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete. Device discarded by customer.